Manufacturer narrative:
A patient underwent an unrelated surgery, and it¿s unknown if the patient's ipg was placed into surgery mode was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated reporter phone number:(B)(6)

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Unknown if patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.